Event description:
It was reported by service report that the side rail would not latch upright and the toprail was broken and there were sharp edges present. The customer could not determine whether there was pt involvement and/or adverse consequences.